Event description:
The pump was returned to the in-house bio-med with a note stating "pump turns itself on and off, no errors". No additional details as to what occurred or if the pumps were even in use at the time of the reported pump turning on and off by itself. It is not known where the pumps came from. No additional details are available and no additional contacts available. No patient injury reported.